Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery. A 5.0mmx60mmx135cm sterling balloon catheter was advanced for dilation. However, after first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.